Event description:
Pt underwent removal of tunnelled vascular access device. The catheter was removed without difficulty, however it was noticed that when the catheter was removed, the polyester cuff was not on the catheter and it was unable to be retrieved.